Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary : analysis of the device memory indicated a right ventricular lead integrity alert. Analysis of the device memory indicated impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2014, rv bipolar lead impedance spiked from 1558 ohms to 4047 ohms. Beginning (B)(6) 2014, sensing integrity counts up to 162; high-rate non-sustained episodes with evidence of lead noise/oversensing. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation.

Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance on the right ventricular (rv) lead. A review of the device performance history also noted oversensing on the rv lead. The rv lead was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.